Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 24-year-old caucasian female who underwent a breast augmentation primary with a mentor memorygel, 380cc on the left side, and 415cc on the right side, silicone breast implant experienced left-sided capsular contracture grade iii-IV , and right-sided device migration post procedure. The issue was diagnosed through physical examination. As a result, patient underwent bilateral replacements with mentor memorygel silicone implants on (B)(6) 2022. This report relates to the right prosthesis.

Manufacturer narrative:
Additional information received on september 13, 2022 indicated that patient underwent bilateral replacements as follow:: r/ cat#: shpb440; sn: (B)(6), l/ ref: shpb405; sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on september 11, 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth high profile xtra 415cc returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).